Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 255, 212, 200 and 195mg/dl. The customer¿s expected fasting blood glucose test result range is 120-130mg/dl and pre-lunch/dinner fasting blood glucose test result range is 125-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/22/2023 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly, my4473s, manufacturer¿s expiration date is 02/28/2023. During the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history (customer did not voice concern for results of 66 and 75mg/dl): result 1: 66 mg/dl; date: 5/15; time: 12:09pm; fasting (no symptoms, had not eaten all day). Result 2: 255 mg/dl; date: 5/15; time: 7:57am; fasting. Result 3: 212 mg/dl; date: 5/15; time: 3:16am; fasting. Result 4: 200 mg/dl; date: 5/14; time: 4:50am; fasting. Result 5: 139 mg/dl; date: 5/13; time: 10:28am; fasting. Result 6: 195 mg/dl; date: 5/13; time: 4:12am; fasting. Result 7:75 mg/dl; date: 5/12; time: 1:10pm; fasting before lunch.

Manufacturer narrative:
Sections with additional information as of 13-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.